Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she has had unexplained high blood glucose episodes since using the pump for the first time ever earlier in the day. The patient's blood glucose at the time of incident was 523 mg/dl and has escalated to 540 mg/dl at the time of the call. The customer stated that her vision was slightly bad and she was advised that her symptoms may be indicative of diabetic ketoacidosis. Troubleshooting was initiated for the high blood glucose and to inspect the pump and its corresponding components for damage and functionality. The customer confirmed that there was no visible damage to the pump; she also performed the high pressure test on the device and passed. The customer was advised to change his entire set, reservoir, and insulin, and treat per health care provider's instructions. The customer was also advised to monitor the pump and to review her blood glucose with her health care provider. No products were shipped or returned.